Event description:
It was reported that two days post implant, the pulse generator exhibited loss of capture at high output and a sensing deficit. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.